Manufacturer narrative:
Follow-up #1 02/08/2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: no activity related to the complaint was found in the black box history. The battery was not returned with the pump for investigation. The battery compartment and cap were found to be intact. The pump was exercised for 3 hours without overheating. The pump current draws were tested and found to be within specifications. The pump cover was removed and no defects were found with the power circuit.

Event description:
The patient contacted animas reporting that he was woken up by the subject insulin pump's warmth against his body. The patient indicated that the warm insulin pump did not cause any harm. The patient denied any physical damage or corrosion and also indicated that the battery was just last replaced (B)(6) ago. The alleged issue did not cause or contribute to an adverse event; however, this complaint is being reported due to the warm insulin pump issue. A replacement pump was sent to the patient.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.